Manufacturer narrative:
(B)(4). Device product code: eig. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported eight packages for child-sized lip retractors contained lip retractors that were too large. This was identified upon receipt. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of parts in stock. Two parts from stock from the same lot were reviewed and confirmed that the packaged parts were the incorrect size. It was determined that an incorrect part was supplied by the vendor, as the expected part was 09-0136, but the physical part was 09-0135. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to operator error during the packaging process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer. (B)(4).